Manufacturer narrative:
Additional information received indicated the patient died after a hospital admission with lower back pain secondary to renal sarcoma. The patient was in acute renal failure, the device was turned off, the patient was made a do not resuscitate/do not intubate, hospice care was arranged, but the patient died before discharge. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, the defibrillator conductor fractured due to overstress, there was apparent explant damage and the lead was stretched. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the all conductors were stretched and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and all the conductors were stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A bi-ventricular defibrillator system was returned from an unknown source with no information other than the name of the district rep. Information identified in the manufacturer's database noted the patient died four months post the implant of the bi-ventricular device. Cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, the defibrillator conductor fractured due to overstress, there was apparent explant damage and the lead was stretched. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the all conductors were stretched and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and all the conductors were stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku